Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo sample was received for investigation. Upon visual inspection we can verify missing information from the product label. A device history review was performed for reported lot 2002226, no deviations or non-conformances were identified during the manufacturing process related to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While no direct issue was identified, it was confirmed this instance occurred as a result of human error, the paper roll not being properly replaced by the machine operator. Investigation conclusion: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause description: human failure during paper roller change. Rationale: training to staff.

Event description:
It was reported that bd plastipak¿ 50 ml luer-lok syringe printing label is not normal. This occurred on 50 occasions before use. The following information was provided by the initial reporter: is this limited printing normal, can it be used? I am still tracing the boxes, but it does say bd plastipak on the syringe. For the time being, some 50 units have been found in the pharmacy stock, but they are also checking in central warehouse.